Manufacturer narrative:
H10: additional information was received age: 88 years old, date of birth: (B)(6) 1936, sex/gender: female, weight: 68kgs. A response to a request for further information was received and it was reported that the patient was on a v60 device and needed to be transferred to the ward. The patient was swapped to another v60 unit (case documented on a separate complaint record) that was not screwed to a stand for the transfer. The tidal volume dropped when the patient was put on the device. The nurse then changed the o2 bottle and checked the circuit. When the patient was put on the v60 device again, the tidal volumes dropped again. The patient was then transferred to this transport v60 device, but it had the same issue. The patient was put back onto the original v60 that was fault-free with the same o2 bottle, circuit, and mask. The patient's tidal volumes returned to normal values with no other issues, no harm reported to the patient. It was reported that no medical intervention was provided other than swapping devices over when tidal volumes dropped after a few breaths, to avoid patient deterioration. It was reported that there was a delay transferring the patient to ward and therapy was interrupted due to multiple swaps of devices. The customer indicated that the device previously came back from service in july. The remote service engineer (rse) requested the device diagnostic report logs. The investigation is ongoing.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator was not delivering the specified tidal volume. The device was in clinical use. There was no report of harm. The patient was transferred to another v60 ventilator with no further issues. The device did not meet specification for intended use and was removed from service. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) performed preventive maintenance (pm) and did not come across any issues. The bme suspected that the tidal volumes changed from the user rather than the device. The device was returned to service, and no issues were recorded after one month of monitoring.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.